Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil fell out in (B)(6)2011, its laying on my intestine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and menorrhagia. In (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural pain ("very painful"). The patient was treated with surgery (B)(6)2014 had hysterotomy. While other still in my tube). At the time of the report, the device dislocation and procedural pain outcome was unknown. The reporter considered device dislocation and procedural pain to be related to essure. The reporter commented: (B)(6)2014 had hysterectomy but still have my coil while one is laying on my intestines. While other still in my tube. Concerning the injuries reported in this case, the following were reported via social media report : device dislocation and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. New event pain and reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil fell out in (B)(6) 2011, its laying on my intestine') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2014 had hysteroctomy. While other still in my tube). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: (B)(6) 2014 had hysterectomy but still have my coil while one is laying on my intestines. While other still in my tube. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint).1st& 2nd follow process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil fell out in (B)(6) 2011, its laying on my intestine') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.